Event description:
During advancement of the coil, it was noticed that one of the markerbands on the coil delivery system was missing. The age and gender of the pt is unknown. The aneurysm was located in the brain. The product was properly inspected and prepped prior to use. There was no damage noticed to the packaging or the device. During advancement, it was noticed under fluoro that the makerband was missing. The device was removed from the pt, without losing target lesion access and another coil was advanced without difficultly. The procedure was successfully completed. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.